Event description:
It was reported that the customer received a no delivery alarm. It was stated that the infusion set and reservoir were changed and the alarm is recurring. Customer was instructed to disconnect and reconnect the tubing and reservoir and run manual prime; insulin did not exit the tubing. Customer assembled a new infusion set with current reservoir; insulin does not exit the tubing and insulin pump alarmed no delivery with manual prime. Customer was advised to change the reservoir. Trainer stated that a new box of reservoirs was used and that resolved the issue. Blood glucose value is 258 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.